Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: analysis on the monitor revealed there was corrosion on the telephone connector and contamination of the top and bottom housing. The corrosion caused the unit to not power up. (B)(4).

Event description:
It was reported by the patient that the remote monitor got wet. The telephone ports on the monitor were burned and damaged by water or something else. It blackened the phone ports and was causing problems with the phone service. It was noted that the phone service works when the monitor is not connected. No troubleshooting was performed. The monitor has been returned and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the remote monitor got wet. The telephone ports on the monitor were burned and damaged by water or something else. It blackened the phone ports and was causing problems with the phone service. It was noted that the phone service works when the monitor is not connected. No troubleshooting was performed. The monitor is being returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.